Manufacturer narrative:
A review of the images will be included in a supplemental report. A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported that the physician implanted a gore helex septal occluder on (B)(6) 2010, to close an asd (atrial septal defect). The defect measured 13mm, so a 30mm helex device was implanted with no shunt detected. Approximately 45 days later, the pt had a follow-up exam where a shunt was noted. The right disc had partially prolapsed into the left atrium. The physician has decided to remove the device and repair the defect surgically.